Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue repeatable. Upon inspection, the fse determined that the pump console was not latched properly into the hospital cart. The batteries had been completely discharged. The pump console was reinserted into the cart by the fse which allowed the machine to power on using the ac mains supply. Proper charging of the batteries was verified and the cath lab staff was advised of the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The device code should read "unexpected shutdown" code (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) won't power on. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.